Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to thin the skinflap (date not reported). The implanted device remains. This report is submitted february 1, 2017.

Manufacturer narrative:
This report is submitted on december (B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site. Subsequently, the patient was treated with topical steroids (date not reported). The implanted device remains.